Event description:
It was reported that the patient with this neurostimulator experienced a sensation in the right big toe for several weeks, describing toe curling when stimulation occurred. Stimulation was confirmed on all four electrodes, first in the toe and then vaginally. The patient is scheduled to undergo revision surgery on (B)(6) 2025. Further information received noted that the revision surgery was completed, and both the lead and neurostimulator have been revised. It was determined that the patient's issues stemmed from the placement of the lead. Although the lead was functioning properly and positioned correctly in the s3 region, the patient was overly sensitive to stimulation. As a result, the lead had to be repositioned to a more inferior location within s3 to prevent toe curling. Post-procedure, the patient is doing well, reporting minimal pain and no incidents of toe curling. There were no additional patient complications.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block d10: model number/catalog number: 1201, serial number: (B)(6), batch/lot number: al10006185, model/catalog description: tined lead, unique identifier UDI #: (B)(4). Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the product was not returned. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of undesired sensations (non-target stimulation area) was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Correction: block d6a: implant date. Block d6b: explant date. Block e1: initial reporter phone.

Manufacturer narrative:
Block d2b: product code: additional product code qon block d10: model number/catalog number: 1201 serial number: (B)(6) batch/lot number: al10006185 model/catalog description: tined lead unique identifier UDI #: (B)(4) block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006 block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the product was not returned. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of undesired sensations (non-target stimulation area) was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this neurostimulator experienced a sensation in the right big toe for several weeks, describing toe curling when stimulation occurred. Stimulation was confirmed on all four electrodes, first in the toe and then vaginally. The patient is scheduled to undergo revision surgery on (B)(6)2025. Further information received noted that the revision surgery was completed, and both the lead and neurostimulator have been revised. It was determined that the patient's issues stemmed from the placement of the lead. Although the lead was functioning properly and positioned correctly in the s3 region, the patient was overly sensitive to stimulation. As a result, the lead had to be repositioned to a more inferior location within s3 to prevent toe curling. Post-procedure, the patient is doing well, reporting minimal pain and no incidents of toe curling. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. UDI for concomitant product, tined lead: (B)(4). Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator experienced a sensation in the right big toe for several weeks, describing toe curling when stimulation occurred. Stimulation was confirmed on all four electrodes, first in the toe and then vaginally. The patient is scheduled to undergo revision surgery on (B)(6) 2025. Further information received noted that the revision surgery was completed, and both the lead and ins have been revised. It was determined that the patient's issues stemmed from the placement of the lead. Although the lead was functioning properly and positioned correctly in the s3 region, the patient was overly sensitive to stimulation. As a result, the lead had to be repositioned to a more inferior location within s3 to prevent toe curling. Post-procedure, the patient is doing well, reporting minimal pain and no incidents of toe curling. There were no additional patient complications.